Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs and performance testing confirmed the occurrence of system fault 191 and revealed the occurrence of the watchdog alarm system fault 218. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported system fault 191 was due to a faulty outlet flow sensor and system fault 218 was a by-product of system fault 191. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf191). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf191). There was no patient injury reported as a result of this incident.